Event description:
Dr. Was attempting to deploy a stent to a distal lesion to lad. Was unable to cross at the proximal lad with 2.5x12 rx stent so he decided not to do anything else and took stent and wire out. He then inserted iabp into patient. Patient was scheduled for surgery due to distal lesion and dissection in the area he was attempting to fix. After case, cv techs were collecting stents, and noticed one of the un-deployed stents did not have a stent over the balloon. After reviewing last image that was taken, the stent was noted in the proximal lad. Dr. Notified immediately. Patient was asymptomatic; denied chest pain or discomfort. Subsequent surgical CABG successful. Recovery uneventful; patient discharged to home.